Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown other non-product experience. Additional information obtained from the field which indicated that this left ventricular (lv) lead caused the patient to experience phrenic stimulation in all left ventricular (lv) paced vectors. No additional adverse patient effects were reported.